Manufacturer narrative:
Concomitant medical products: product ID: 97715, lot# serial# (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for a couple months and then this past weekend the pts medtronic device was a nightmare for it dies completely. Pt said the controller kept on turning off a lot and they charged it but it was still turning off and it does not decrease the pts pain. Pt said when they turn it up for more intensity it turns itself down; pt had reset the controller but that does not resolve the issue. Pt then clarified that the pts stimulation kept on turning itself off on its own and then the intensity would decrease on its own. Pt said it was doing it more frequent and was causing them pain. This morning the pts intensity decreased from 5 to 3.9 on its own. During the day the intensity decreases and turns off and at night the stimulation turns off on its own. Pt noted they had switched to group b since they got 2 settings but it was happening to both. Pt was not happy because the stimulation was great but the stim was getting worse and worse. Pt noted they had texted their representative who had them reset the controller but that did not resolve the issue. The caller was redirected to their medtronic representative. The call was then disconnected, patient services an made outbound call but reached pts voicemail and was unable to ask for further information.

Manufacturer narrative:
Note that any additional information will be reported in reg report #(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.